Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified atrioventricular branch. A 10 mm x 2.50 mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 4 atmospheres for 15 seconds. The procedure was completed with a different device. No patient complications were reported.